Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post market surveillance. As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that after approximately 45 months, noise, oversensing and loss of capture was seen. There is no mention of intervention and this lead was not returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was cut approx. 46 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. Multiple abrasion marks were noted along the lead body. In particular in the distal area, near the rv shock coil the insulation was rubbed through. This damage can be considered to be the root cause of the clinical observations. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. Furthermore the insulation was found rubbed through proximal to the ligature marks. Based on the characteristics as well as on the location of the damage, constant friction against the generator housing should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.